Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. D6a -date of implant is unknown. D10- therapy date is estimated. D4 UDI number unavailable since the serial # is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4).

Event description:
It was reported one of the leads had migrated and as such surgical intervention was undertaken wherein the lead was replaced and therapy was restored.